Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition. Customer's complaint was verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is defective component of the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump had alarm double beep no cassette. No reported adverse effects.